Manufacturer narrative:
Device is in the process to be returned to manufacturer for evaluation.

Event description:
The manufacturer was notified on (B)(4) 2016 that a mitroflow valve was explanted due to aortic stenosis. The device replaced with edwards magna ease 21mm. No further information provided.